Manufacturer narrative:
Additional information: the field reports of a noise problem and inappropriate shock therapy were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
(B)(4).

Event description:
The patient received an inappropriate shock due to suspected right ventricle lead damage. The lead was explanted and replaced. The patient is doing well.